Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient initiated eight (8) boluses based on inaccurate carbohydrate intake. This caused low blood glucose. The patient was in and out of consciousness, shaking and unresponsive. Patient¿s father called ambulance. Patient¿s mother obtained the following blood glucose results: at 7 am, result of 5.7 mmol/l, at 8 am, result of 2.6 mmol/l, at 8:15 am, result of 2.1 mmol/l. Father and mother were giving customer jelly beans, fruit bars and juice. Ambulance arrived, but did not provide treatment as the patient¿s blood glucose was increasing; at 8:30 am, reading obtained was 4.7 mmol/l. Patient was taken to hospital and stayed for 5 hours, but she was not admitted. Hospital gave the patient a sandwich. Father states patient¿s low blood glucose was due to patient giving herself too much insulin based of entering incorrect carbohydrate information regarding bolus advice. Patient is not supposed to be performing any therapy actions, because of her young age. The infusion device was not requested for return as it is working properly.